Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post-deployment occurred. The target lesion was located in the right coronary artery (rca). A 3.50x16mm promus premier drug-eluting stent was implanted to the target lesion. However, the guide catheter "seated" into the stent which caused a proximal stent deformation and around 4mm of the stent to hang out in the aorta. The physician then decided to post-dilate and push the stent up against the vessel wall. The procedure was completed and the patient was sent home the next day. No patient complications were reported and the patient's status was fine.